Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(4) stopped compressions and displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable, likely due to a defective component. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer. Performing regular preventive maintenance would prevent the brake gap from exceeding allowable tolerance and causing the autopulse platform to stop functioning with a system error, per design. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front cover at the front-end area. The observed physical damage appeared to be characteristic of user mishandling. The front cover was replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The archive also revealed occurrences of multiple user advisory (ua) 41 (patient temperature sensor failure) messages, unrelated to the reported complaint. The patient's surface temp reading was at 127 degrees c. The patient contact surface temperature sensor is outside of the normal range of 45°c during the power-on-self-test. The sensor may have some intermittent technical problems that could not be directly identified during testing. The temperature sensor was replaced as a preventive precautionary measure to help prevent reoccurrence . The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.011 "). The brake gap was not adjustable and out of specification (0.008" ± 0.001"). The drivetrain motor was be replaced to remedy the issue. Following service and replacement of the defective parts, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn 33059. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use on (B)(6) 2022, the customer reported the autopulse platform (sn (B)(4)stopped compressions and displayed a "system error, out of service, revert to manual CPR" error message. Manual CPR was performed for 8 mins before ems arrived and the platform was used. The platform worked for approximately 5-6 minutes before the error message appeared and the paramedics reverted back to manual CPR. The total time of manual CPR was approximately 18 mins and return of spontaneous circulation was not achieved. The patient, an approximately 50 year old, approximately 200 pound male, did not survive. The patient was pronounced on scene by the justice of the peace. The customer does not attribute the death to the autopulse malfunction because the patient appeared to have already passed before the issue occurred. The error message could not be cleared, even after testing the platform with different autopulse li-ion batteries.